Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non-tortuous and non-calcified right iliac vein. A 16-4/5.8/120 xxl esophageal balloon catheter was advanced for dilatation. However, on initial inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same balloon. There were no patient complications reported.